Event description:
It was reported that while this device was being used in an angioplasty procedure, contrast media was observed leaking from the tip of its balloon. There has been no claim of injury related to this event.